Event description:
The customer reported the system will not display images. No patient injury was reported.

Manufacturer narrative:
Phone fix. Customer rebooted system. System operates as intended. (B)(4).